Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7 implantable collamer lens of -5.0 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault was observed with significant reduction of iridocorneal angles. On (B)(6) 2022 the lens was explanted and on the same day different surgery a replacement of shorter length was implanted and the problem was resolved. Cause reported as user error.

Manufacturer narrative:
Clinical code (B)(4) - significat reduction of iridocorneal angles. Claim# (B)(4).